Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 24-jun-2024. The infusion set was in use for three days. The leakage was at qr. No further information available.